Event description:
This report involves acuvue oasys contacts lenses. I received a new batch r/x lenses a few days ago. From the moment I put one of the lenses in my eye it caused irritation. I wore the lens a few days thinking it would go away. It did not. My eye now looks infected. The irritation was caused to my right eye only. The lenses are acuvue oasys for astigmatism with hydraclear plus. Lot # b01rj05m or b015qqn02t (whichever is for my right eye). I have worn contact lenses for 20 years and am certain there was either a defect in the lens or it was infected with something. I am guessing a defect because the irritation started the moment I put on the lens. I still have the offending contact and will save it. Maybe a microscope will reveal the problem. I don't know. Ref report: mw5152188.